Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/15/2024, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak was believed to not be loaded properly. This occurred during a shoulder arthroscopy on (B)(6) 2024 when the anchor would not slide through the guide to be implanted. The case was completed using another ar-3636. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to the possibility of the incorrect guide size used. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.